Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15798. It was reported the patient had not used or charged her scs system in over a year due to experiencing ineffective stimulation. Subsequently, she is unable to communicate with or charge her ipg. The sjm representative met with the patient and confirmed the issue. The patient is considering undergoing surgical intervention at a later date to address the issue.